Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer. The expiratory pc board and seal were replaced. After the replacement, the unit passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use. Despite several requests, the replaced parts were not returned for technical investigation. The review of the returned device logs can confirm the reported issue. Since no goods was returned for investigation, the cause of the reported issue cannot be established.

Event description:
Manufacturer's ref #: (B)(4).